Manufacturer narrative:
Qc prior to the event was within lab-established ranges. After the event occurred qc was low. A field service engineer (fse) was dispatched and replaced the electrolyte injection cup (eic) waste valve, which resolved the issue. Performance was also verified by the fse.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously low sodium (na), chloride (cl), and calcium (ca) results that were generated by the unicel dxc 600 synchron chemistry analyzer. The results were reviewed by the customer and were not reported out of the laboratory. The samples were repeated after the system was recalibrated. The results were higher and were reported out of the laboratory. The customer could not provide actual results or how many samples were affected, but provided one (1) example of the erroneous results. Per the customer, na originally recovered 133 mmol/l, and upon repeat, recovered 140 mmol/l. Ca originally was 8.1 mg/dl, and upon repeat was 9.0 mg/dl (the difference in results is within the precision of the assay). The customer did not provide any cl examples, but stated that the magnitude of shift was similar to na and ca. There was no affect to patient treatment in this event.